Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, when the physician used rat tooth forceps to retrieve a stent, but the forceps became stuck. Upon investigation, it was found that the foam insert from the biopsy cap had dislodged and was lodged inside the scope. The procedure was completed using the same device. There were no patient complications reported as a result after this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, when the physician used rat tooth forceps to retrieve a stent, but the forceps became stuck. Upon investigation, it was found that the foam insert from the biopsy cap had dislodged and was lodged inside the scope. The procedure was completed using the same device. There were no patient complications reported as a result after this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment. Block h11: investigation results: the rx locking and biopsy cap device was not returned, but a media analysis was conducted based on the photo provided by the complainant. The image shows that sponge was outside the biopsy cap and shows the device label information. No additional issues with the device were identified. Based on the available information, boston scientific confirms the reported event of sponge detachment. The media analysis supports the observation of the sponge was outside the biopsy cap and shows the device label. However, since the device was not properly evaluated, the exact cause of the event remains unknown. As a result, the investigation findings and all information available concludes the most probable root cause is a cause not established.